Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The engage hemostasis introducer sheath instructions for use (IFU) state insertion into artery may cause excessive bleeding, vasospasm, vessel trauma, and/or other complications. The engage hemostasis introducer sheath instructions for use (IFU) state to advance dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
It was reported a left-heart catheterization procedure was performed via radial approach and an engage introducer was selected for use. Two weeks later, the patient returned to the hospital, due to a granuloma that had developed on their wrist near the access site. An attempt was made with a sterile needle to drain the granuloma. The patient was scheduled to meet with a surgeon for consultation.